Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate atp delivered for an svt was observed with patient discomfort. The device detected the rhythm and diagnosed vt due to morphology not matching and sudden onset indicating rapid onset. The template was over a year old. The patient is fine and will return to the clinic for an update to the morphology template. New information later noted that no changes have been made, as the patient has not returned to the clinic.